Manufacturer narrative:
The explanted devices will not be returned to bsn.

Event description:
A report was received that a patient's precision system was explanted due to irritation over the ipg site and the system not providing adequate therapy.